Event description:
Customer states the surgeon was using the suture during a hernia repair and when tension was applied the suture started to fray. There are no reported adverse consequences to the pt related to this event.